Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value before go to bed was at 150-160 mg/dl and then when wake up blood glucose value was high of 298-312 mg/dl. Customer declined to troubleshoot for high readings. Customer stated that she had no delivery and other times it gives me the insulin but it does not bring my blood glucose down. The product was not returned for analysis.